Event description:
Pt reported getting air bubbles in cartridge. Pt indicated that the previous night he had been able to clear the air bubbles, but the current morning the air bubbles had recurred and his blood glucose measured 315 mg/dl. Pt indicated that he administered an insulin injection to reduce blood glucose. Pt indicated that he was comfortable with using the infusion device and was only concernved with the plastic cartridges. Pt indicated that he did not have any cartridges to return for evaluation.